Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawers 4-1 and 4-2 were not detected on the bus, indicating a communication failure. Physical scarring was found on the drawer components. The field service engineer replaced a damaged retractor band and reset all cable connections. The drawers were reinstalled, and connections to each row board were verified. After reconnecting the pixie bus cable and restarting the station, two pockets showed read/write memory errors. The engineer assisted in removing and replacing the failed pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 had issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.